Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: oxford ph3 cementless fem sz m catalog #: 154926 lot #: 6238536, medical product: oxf anat brg lt md size 3 PMA med sz 3 catalog #: 159547 lot #: 6287668. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00694, 3002806535-2019-00696. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial knee replacement surgery. Subsequently, the patient was revised due to oa progression, acl deficiency and severe venous eczema.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the hospital that a patient underwent an initial knee replacement surgery. Subsequently, the patient was revised due to oa progression, acl deficiency and severe venous eczema.